Event description:
In 2007, it was reported to boston scientific corporation that during an endoscopic retrograde cholangiopancreatography using a rx dilatation balloon on a female (age unknown), "the balloon popped". The physician removed the first device and used a second of the same device and it also "popped". Dye leaked out of the second balloon and into another duct. The procedure was halted, and the physician placed a wilson cook stent as a "precautionary measure". The patient's condition was reported as "doing fine".

Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review, and product trend analysis are in progress. Results of the device history record review, as well as the product trend analysis will be provided in a follow-up medwatch report. Please note associated medwatch report 6000122-2007-00012.